Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified lesion exhibiting 95% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. The lesion was pre-dilated. It was reported that the stent could not cross through the lesion due to its calcification. It was reported that stent deformation and a stent dislodgement occurred during positioning/advancement. The dislodged stent was removed using a snare device. The procedure was completed using another stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
The event is reported to be due to the use of the device in a difficult lesion morphology/anatomy meaning that the event was procedural related and not device related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with the stent on the balloon. It was subsequently reported that complete stent dislodgment and snaring was reported in error. Product analysis summary: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 17th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.